Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 09/23/2022, zyno medical received a complaint from a distributor. It was reported that "pump ran longer than programmed, infusion was complete, but pump did not alarm infusion complete. Pump was programmed for 90 minutes. Medication still in line. Nurse watched pump 5 minutes after infusion was to have ended. The nurse openned the chamber door, tubing was "flat" inside the chamber and there was still medication in the IV line." "The air never got to the patient but the nurse saw air was going down past the drip chamber.". The device operator was a registered nurse. Medication being infused was iron. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
Intuvie received pump 506209 on 9/28/22 and evaluated the pump. Zyno medical was not made aware of the test results. Flow rate accuracy test was performed and flow rate deviation was 2.06%.

Manufacturer narrative:
Z-800f pump (B)(6) went through RMA testing by intuvie. The complaint was pump shows air in line, but no air is noted, technicians did air-in-line testing and found that the sensor was deficient. This is outside of manufacturing specifications.